Event description:
It was reported that during unpackaging of the 2.5x12 rx xience prime stent delivery system, the physician noted that the hypotube was kinked. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. No additional information was provided. Additional reported information indicates that during the procedure in the heavily calcified marginal coronary artery, pre-dilatation was performed twice using non-abbott balloons. The 2.5x12 rx xience prime stent delivery system was advanced, resistance was felt, and force was applied. The stent delivery system was withdrawn and the proximal shaft separated outside of the anatomy. No intervention was required and the lesion was successfully treated using a non-abbott stent system. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted contrast in the inflation lumen, which is consistent with preparation for use. There was no blood visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. The shaft was separated 15.3 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped, suggesting tensile overload (material fatigue/stress). Kinks or bends can lead to weakening of the shaft material such that subsequent application of force or further handling can cause a separation. There was a bend and 2 kinks in the shaft. There was no report of any damages noted during inspection prior to use, which suggests that a product quality deficiency did not contribute to the incident. The lesion was described as heavily calcified, which likely contributed to the reported failure to advance/cross the lesion. It is most likely that the shaft became kinked/bent during the forced attempt to advance/cross the lesion, which contributed to the shaft separation/detachment upon removal from the anatomy. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. Additionally, factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before lot release. It was reported that force was applied in an attempt to advance/cross the lesion when resistance was met. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use states: should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported use error likely contributed to the reported shaft damage/separation. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.